Event description:
The customer reported that the 6800 system had a generator failure error during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The kilovolt control board connection were repaired during the service call. The system was tested and found to be working as intended and put back into service.